Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced high blood glucose event on 7-sep-2024. The patient first went to the emergency room and was subsequently hospitalized for high blood glucose (B)(6) 2024. The patient was admitted to the intensive care unit. The blood glucose level at the time of hospitalization was high (specific value unknown) and there was high level of ketones. Health care professional identified ketone level as dangerous and life threatening. The patient was treated with insulin shot and was released from hospital on (B)(6) 2024. No further information available.